Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the reported complaint was duplicated by visual inspection and functional testing. The cause was the downstream occlusion (dso) seal was delaminating. Replaced dso seal and updated software. The device passed all testing after repairs. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the downstream occlusion sensor seal was delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.